Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The device serial number has not been made available and a device history record review could not be completed. However a cycler is not released unless it meets all manufacturing specifications and quality reviews. Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation supporting a causal relationship between the fresenius products and the peritonitis. Additionally, there is no allegation of device malfunction and the association of peritonitis and the patient's hospitalization.

Event description:
A peritoneal dialysis patient called to speak to a nurse because she reported having peritonitis. The patient was referred to the clinic. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient went into the clinic on (B)(6) 2017 with abdominal pain, effluent culture was obtained in the clinic, and results were (B)(6) for coagulase (B)(6), confirming peritonitis. The nurse reported that the patient started outpatient treatment with vancomycin intraperitoneally for 28 days and rifampin oral for 3 weeks duration. The nurse also reported that the patient was hospitalized, on (B)(6) 2017 with abdominal pain and continues antibiotics.